Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported the enteral feeding pump's screen blanked out. There was no patient involvement.

Manufacturer narrative:
An evaluation of the kangaroo pump was performed and the customer states ¿the pump's screen blanked out.¿ the unit was triaged and the customer¿s reported condition was partially confirmed. During triage the service technician found the pump¿s lcd had a dark spot at the lower left hand corner, however the display was still legible. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.